Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause. The most likely cause of the reported failure is user error, specifically mishandling the power cord, which caused damage. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 12/13/2023, it was reported by a sales representative via (B)(4) that an abs-10060 prp centrifuge power cord is damaged and unable to be plugged in. This occurred after use in a case with no patient effect.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 complaint allegation is confirmed. Upon visual inspection, it was noted that the cover of the power switch and centrifuge power cord were damaged/broken and unable to be plugged into the cord and turn on the angel prp system centrifuge us. The cover of the centrifuge, front and rear views of the angel system had been damaged, showing scratches and a piece of the cover broken close to the cover of the power cord. -functional testing was not performed due to the damage to the device, which is unable to connect and turn on the device. The most likely cause of the reported failure can be attributed to misuse/mishandling due to damage to the device.